Event description:
Towards the end of a case, the user reported that when adjusting the apl valve in manual mode, the valve came apart in their hand. The user switched to automatic ventilation to ventilate the pt; however, the anesthesia machine was replaced to complete the case. No pt injury.